Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms included tenderness at the ipg site and fluid discharges coming from the incision site. The physician believed that infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure of the ipg.